Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will FDA of the results in a supplemental report.

Event description:
The patient called lifescan (lfs) at 2004 alleging that the meter would not power on. She replaced the batteries and meter still would not power on. The patient felt weak at the time of testing. The patient contacted a medical professional for advice and did not receive any treatment. Customer service had the patient check the batteries and made sure that the batteries were correctly installed and meter still would not power on. Customer service sent the patient a new meter. Based on the information provided, this case is being reported as a malfunction, since the power issue was not resolved.